Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was approximately 175 mg/dl. During troubleshooting, a new cartridge was loaded and the pump performed as intended. No damage was noted to the infusion set cannula. Reportedly, the customer wears the pump against their skin leading to possible abrupt temperature changes to the pump. Tandem technical support educated the customer in regards to occlusion alarms.